Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an ablation, the needle temperature suddenly elevated then the output stopped and the alarm was activated. It seemed that circulation was not working correctly. A second needle was opened but the issue was duplicated. For that reason, a third needle was opened and it worked fine. There was no patient harm.